Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient recovered. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.